Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement of 125 ohms. The shocking impedance measurements have been slowing increasing. Pacing impedance and threshold measurements remain stable. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming that defibrillation threshold testing (dft) was performed and a low energy 1.1 j shock was delivered which produced shock impedance measurements within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--